Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that external noise resulting in oversensing was observed on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.